Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Product and data were not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a rash and infection that occurred at the sensor insertion site on (B)(6) 2015. The sensor was inserted into the arm on (B)(6) 2015. The patient was swimming while using the sensor and started vomiting and feeling feverish. Patient's insertion site was swollen, red and had a hard lump. Patient's mother drove the patient to the hospital on monday, (B)(6) 2015. Patient was experiencing diarrhea. Doctor saw the possibility of an infected site and gastrointestinal issues; doctor was unsure if patient also had a separate illness. The infection spread on (B)(6) 2015 and was cleared entirely by tuesday night, (B)(4) 2015. Patient was released from the hospital on (B)(6) 2015. At the time of contact, no additional event information was reported.